Event description:
The tps universal driver was returned for service. Upon evaluation at the manufacturer it was found that the device ran in reverse mode while it was set in forward mode.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found to be built up throughout the inside of the handpiece.